Manufacturer narrative:
The ge svc rep replaced a faulty high voltage cable assembly and tested system. The system now boots normally, and is operating as intended.

Event description:
The customer reported that when booting the system the collimator iris is closed down and cannot be opened.